Event description:
It was reported that the ureteral stent was inserted along the guidewire and reached the renal pelvis at the tip. When attempting to remove the integrated guidewires and stent, there was some resistance, and the stent came out together. A new stent was placed. The guidewire and stent could not be placed together as a single unit.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. This report references a us equivalent device. The us UDI equivalent for this product number is used. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.